Manufacturer narrative:
Analysis was able to confirm the customer comment, the touchscreen was out of calibration. It was also identified that the bezel had cosmetic damage, the keyboard left and right slides were broken, the cord bay and upper left bullet was broken. The stylus cable was damaged but still functional. Medtronic logo button was missing. All found defective parts were replaced and all other identified issues were resolved. The programmer then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was faulty and required repair as it exhibited a touchscreen issue. There was no patient involvement reported.